Event description:
Information was received from a patient receiving intrathecal hydromorphone and clonidine via an implantable pump for non-malignant pain. The patient reported having symptoms and experiencing a quivering/vibration shortly after their refill last thursday. Patient stated when the current pump was implanted the patient asked the healthcare provider (hcp) if the new pump would be flat again to which they were told yes, however, after the implant the new (current) pump was still sideways. Patient stated they usually went to the doctor and most of the time the doctor did not have a problem but from time to time the doctor would have difficulty filling the pump. Patient stated they would push down on the pump and sometimes take 15-20 mins to fill the pump. Patient stated they have a doctor in (B)(6). Patient stated the doctor "outsources the refills". Patient reported they had a refill last thursday with a new nurse. Patient stated the nurse stated the "tube dislodged from the needle" but the nurse "pulled it out" and the patient felt liquid drip down their stomach. Patient stated friday they were very nauseous and vomited 5-7 times and has had severe headaches. Patient stated on saturday they noticed their stomach and leg vibrating/quivering but had not heard any alarms. Sunday, the patient stated the vibration/quivering was not as obvious but could feel the pump was moving and vibrating when they placed their hand over their pump. Patient stated they can feel the vibration going down into their leg/thigh. Patient stated their legs feel weak when they were walking around and noticed their heart rate was higher than usual. Patient called the hcp on monday but the doctor was out. Patient was directed to go the office by the "new" nurse but patient believed they do not have a clinician programmer at the office. During the call, the patient received a call from their "old" nurse who stated they would come to the patient's house to help troubleshoot. Additionally, patient stated they have cervical headaches and lower back pain so the hcp placed the catheter in the thoracic area and told the patient then the medication would flow up and down to get both the upper and lower pain. Patient stated they were not sure the pump therapy was working. Patient mentioned they take oral medications. Patient stated they no longer use the personal therapy manager (ptm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.